Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. The patient was seen in-clinic and the device was in secondary vector with 1x gain. That configuration showed noise discrimination in the in-clinic testing, and the device was programmed to the primary vector. Technical services (ts) reviewed the episode and discussed the primary vector is the best way to proceed. The s-ICD system remains in service. No additional adverse patient effects were reported.